Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Saw capture failed during surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted cutting guide confirmed the one of the saw captures is missing and the jaw teeth exhibit significant wear. The root cause is wear out. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide (B)(4) sigma hp pat res guide has been designed. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.